Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the sterility certificate confirmed that the associated device met all requirements for release. Information received from the site revealed that the patient experienced chills, fever and cough. The patient cultures were positive for methicillin-susceptible staphylococcus aureus bacteremia and thoracotomy site likely experienced an abscess, swelling, redness, tenderness, warmth and with potential infection near the ventricular assist device (vad). Computerized tomography (CT) scan revealed a possible intra-abdominal fluid collection with concerns for abscess. Chest ultrasound confirmed fluid collection, transesophageal echocardiogram (tee) but didn't reveal any evidence of endocarditis. Positron emission tomography scan revealed fluid collection that overlies vad. The thoracotomy site was drained of fluid, performed washout procedure and vacuum assisted closure placed with a drain. The patient was treated with intravenous (IV) antibiotic and the cultures were clear. Based on the available information, there I s no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, infection is a known potential complication associated with the implantation of an vad. Based on review of past adve rse events for this patient, it was noted that the patient had a history of infection event with pneumonia. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced chills, fever, and cough. The patient cultures were positive for methicillin-susceptible st aphylococcus aureus bacteremia and thoracotomy site likely experienced an abscess, swelling, redness, tenderness and warmth and with potential infection near the ventricular assist device (vad). Computerized tomography (CT) showed possible intra-abdominal fluid co llection with concerns for abscess. Chest ultrasound confirmed fluid collection, transesophageal echocardiogram (tee) showed no evidence of endocarditis. Positron emission tomography scan showed showed fluid collection that overlies the vad. The thoracotomy site was drained of fluid, washout procedure, and vacuum-assisted closure placed with a drain. The patient was given intravenous (IV) antibiotics and cultures were clear. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. The event description has been updated. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had left vad vegetation and endocarditis. The location of the infection was the driveline, and the type of infection was bacterial gram-positive and that blood cultures were positive for sepsis.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the sterility certificate confirmed that the associated device met all requirements for release. Information received from the site revealed that the patient experienced chills, fever and cough. The patient cultures were positive for methicillin-susceptible staphylococcus aureus bacteremia and thoracotomy site likely experienced an abscess, swelling, redness, tenderness, warmth and with potential infection near the ventricular assist device (vad). Computerized tomography (CT) scan revealed a possible intra-abdominal fluid collection with concerns for abscess. Chest ultrasound confirmed fluid collection, transesophageal echocardiogram (tee) but didn't reveal any evidence of endocarditis. Positron emission tomography scan revealed fluid collection that overlies vad. The thoracotomy site was drained of fluid, performed washout procedure and vacuum assisted closure placed with a drain. The patient was treated with intravenous (IV) antibiotic and the cultures were clear. Additional information received from the si te indicated that the patient had a deep surgical debridement performed and the drainage was removed. It was further reported that the patient the patient had left vad vegetation and endocarditis. The location of the infection was the driveline, and the type of infection was bacterial gram-positive and that blood cultures were positive for sepsis. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, infection is a known potential complication associated with the implantation of an vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection event with pneumonia. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for a correction to include details of the complaint. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Iit was also reported that a deep surgical debridement was performed and that the drain was removed.